Event description:
Customer's blood glucose level was 201 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer had a blood glucose level of 210 mg/dl. A system check was performed with tandem technical support and an air bubble was observed along the tubing. Reportedly, the customer successfully primed the tubing. Insulin delivery was resumed.